Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) was in the 60 smg/dl, with feeling lightheadedness and moderate shakiness. She treated herself with a cup of juice, an orange and (B)(6). Her bg one and a half hours later was 73mg/dl, she took a walk and then down to 60mg/dl within two hours. She again felt shaky and lightheaded and treated with bread and cheese, a half cup soda and stopped the pump for an hour. She stated that her bg went up to 323mg/dl with no symptoms and she resumed the pump. The patient stated that she recently received a replacement pump and stated that her bg's have been running lower since receiving it. The patient stated that she has h ad more stress at work. She stated that she is taking less bolus insulin due to lower bg readings. The patient stated that her healthcare professional (hcp) was not familiar with the pump. The patient stated that she tends to run low versus high overall. The patient also stated that she just finished her menstrual cycle and states that she runs higher premenstrual and lower when her cycle begins and during it. Troubleshooting with customer support (cs) indicated that the pump settings were correct. Cs instructed the patient that there was no malfunction found with the pump. Cs advised the patient to work with her hcp about her low bgs and review pump settings. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed to the blood glucose incident.